Manufacturer narrative:
Block h6: imdrf device code a050401captures the reportable event of air water button leaking.

Event description:
It was reported to boston scientific corporation that orca valve was used during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the air/water valve leaked, the suction valve experienced unspecified issues, and the buttons were difficult to press. These issues reportedly prolonged the procedure. The procedure was completed using with another of the same device. There were no patient complications reported as a result of this event.